Event description:
It was reported that a revision surgery was performed due to loosening, osteolysis and possible chance of infection. Osteolysis was confirmed intraoperatory by the surgeon. All components were replaced with cement spacers. Primary surgery performed on (B)(6) 2012.

Manufacturer narrative:
It was reported that a revision surgery was performed due to loosening, osteolysis and possible chance of infection. The affected legion oxinium femoral component, genesis ii tibial baseplate, genesis ii ps high flexion insert and genesis ii resurfacing patellar component, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and sterilization documentation review cannot be completed. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive. Possible causes of loosening could include but are not limited to traumatic injury, size of device or abnormal motion over time.